Manufacturer narrative:
The case reportedly involved using an orthadapt in an atfl repair; orthadapt bioimplants are not indicated for use in load bearing/structural applications and/or where there is poor vascularity. Multiple requests were made to obtain specific case information; however, the information was not provided. The details of the reported event could not be confirmed. Based on the limited reported information, a discernible cause could be assigned to the event. Neither the product or the product lot number were provided to the manufacturer. The manufacturer of the device at the time was pegasus biologics, inc.

Event description:
Patient reportedly developed an infection post anterior talofibular ligament (atfl) repair with an orthadapt bioimplant. The bioimplant was subsequently explanted. The dates of implant, onset of symptoms and explant were not reported. At the time of explant, the bioimplant was reported to be loose on one end.